Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01527.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400) and penumbra coil 400 detachment handle (handle). During the procedure, the pc400 could not be detached using the handle. Therefore, the pc400 was removed. It was noted that the physician experienced resistance while retracting the pc400 out of px slim delivery microcatheter (px slim). The procedure was completed using a new pc400, same handle and same px slim. There was no report of an adverse effect to patient.